Event description:
On (B)(6) 2013, the patient reported all of the buttons on the infusion device stopped functioning. The key-lock feature was not activated, and she replaced the battery but this did not resolve the issue. The buttons are not flat, and the infusion device was not dropped prior to the event. No physiological effects were reported. The infusion device was requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The up button is always active. Due to an external mechanical influence, the snap dome of the up button is pressed through. This source led to an always activated up button; therefore, all the buttons do not react on pressure.